Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for multiple pts, involving unicel dxl 800 access immunoassay system. This is report number six of seven. The elevated result was released out of the lab and questioned by the physician. Subsequent testing produced a result within the normal reference range and an amended report was released to the physician. There has been no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(6) 2009. The fse performed aspiration test on aspirate probes and discovered probe a1 aspirated very slow. The fse replaced peristaltic tubing for all 3 probes and repeated the aspiration low test. All probes successfully passed. The fse primed fluids and completed sys check. Sys test results conformed to the MFR's published performance specs. Pt samples were drawn in plastic green top plasma tubes. Sample centrifugation was performed in a statspin centrifuge for 3 minutes. Qc (qc) performed prior to the event recovered within range. During troubleshooting, the customer reported sys check failure due to high "washed portion" imprecision. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-04038, 04039, 04040, 04041, 04043, 04164.